Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the occlusion of roller pump was released during circulation. The device was not changed out, as they tightened the occlusion head. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
This complaint is related to MDR 18288100-2014-00988 and 00989, for same issue.